Event description:
The customer reported that they experienced a pump malfunction and failure. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from customer technical support and is currently out of warranty and in the process of renewal.